Event description:
It was reported that a technician trained in the use of the starclose se device achieved arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, after deploying the clip, the device was difficult to remove. In accordance with the instructions for use, a dilator was inserted into the access ports and the device was removed successfully. Hemostasis was achieved with the clip. No adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found it was fully clip deployed. The proximal positions of the tubeset and thumb advancer indicates the access ports were used after clip deployment to retract the tubeset. The device was opened to examine the internal components and the vessel locator wings were found to have been bent and broken. The bent and broken locators indicate that distal forces were applied to the wings during thumb advancement. Bending of the locator wings inhibit them from collapsing proximally into the tubeset during clip deployment. Tissue compressed between the distal end of the tubes and behind the open locators during thumb advancement is the most probable root cause for the bent and broken vessel locator wings. No manufacturing or quality issues were detected. Review of the device history record for this lot did not produce any findings relevant to this report.